Manufacturer narrative:
The investigation is currently in progress.

Event description:
The patient presented with a popliteal artery aneurysm. A 13x10 viabahn device was inserted into a 12fr st. Jude introducer sheath, advanced antegrade over a hydrophilic terumo guidewire to the target site and deployed. A second 13x10 viabahn device was advanced and positioned. The physician pulled on the deployment line; however, the device would not deploy. Since the device had partially opened (expanded) at the distal end, the physician was unable to remove the device through the sheath. Thus, the viabahn and the sheath were removed together. The guidewire was left in place. During insertion of another 12 fr sheath a large hematoma developed at the access site, likely resulting from a laceration in the femoral artery during removal of the viabahn device. Because of the bleeding and a bend in the introducer sheath, the physician was unable to advance another (11x10) viabahn device to the target side. The introducer sheath was removed, and manual compression was applied to the access site for 60 minutes and the bleeding stopped. A compression bandage was applied and the patient was sent to the intensive care unit. The following day, a second (13x10) viabahn device was implanted successfully excluding the popliteal aneurysm.